Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of over 500 mg/dl. Customer experienced a high blood glucose level due to motor error alarm. The customer did not provide any symptoms such as a result of high blood glucose. Customer was treated by her healthcare professionals at a normal scheduled appointment. The customer was treated by manual injections. Troubleshooting was done for high blood glucose. The customer reported that the insulin pump had motor error and unexpected restart alarm. The drive support cap was normal. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer stated that they performed displacement test and the test did pass. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted. Motor passed motor test.